Event description:
A hospital pharmacist reported a post surgical refractive error of +5.0 d after iol (intraocular lens) implantation. The facility indicated the iol power was confirmed with the biometric calculations and suspected the product packaging. A second surgery was performed to explant the iol and implant another iol. Additional information was received from the retinologist who confirmed the reported event and provided product details. Additional information has been requested but not received to date.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Additional information has been requested but not received to date. (B)(4).